Event description:
It was reported to boston scientific corporation that an ultraflex esophageal fully covered stent was implanted within the esophagus, during an upper gi and stent placement procedure on (B)(6), 2011. According to the complainant, the patient had a malignant esophageal stricture. On (B)(6), 2011, the patient presented with persistent vomiting, and it was suspected that the stent had migrated. A diagnostic procedure was performed, where it is was confirmed that the stent had migrated into the distal esophagus. In addition, the stent covering was damaged and tissue ingrowth was present. The physician tried to reposition the stent; however, the stent suture broke. Reportedly, the patient was in stable condition post procedure; however the vomiting continued, so the physician plans to remove the stent and place a new stent at a later time.

Manufacturer narrative:
(B)(4).the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.